Manufacturer narrative:
Investigation in-process and will be filed in a supplemental report when investigation is completed.

Event description:
During procedure, the blue covering pulled back when the forceps were opened then retracted when the biopsy was obtained taking extraneous tissue with it. There was no pt incident or trauma.